Manufacturer narrative:
On march 28, 2026, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: animation deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor smooth gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left implant and a silicone laden lymph node in the left axilla using ultrasound imaging. She was diagnosed with bilateral animation deformity of the breasts during a physical exam. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2026. Furthermore, during the surgery, the right implant was found to be ruptured in an addition to the left rupture. This report is for the right breast prosthesis.